Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was programmed to infuse vancomycin as a secondary infusion (IV piggyback) to run for two (2) hours. The clinician noticed that the drip rate in the drip chamber was faster than expected. The clinician paused the pump to assess the issue, and the infusion continued to drip at the same rate. The clinician clamped the tubing and removed the pump from the patient care area. The event occurred between 1501-1600. There was patient involvement but no harm.

Event description:
It was reported that the pump was programmed to infuse vancomycin as a secondary infusion (IV piggyback) to run for two (2) hours. The clinician noticed that the drip rate in the drip chamber was faster than expected. The clinician paused the pump to assess the issue, and the infusion continued to drip at the same rate. The clinician clamped the tubing and removed the pump from the patient care area. The event occurred between 1501-1600. There was patient involvement but no harm. A copy of the medwatch report from FDA was received, which states ¿rn preceptor and rn orientee were hanging a vancomycin ivpb (intravenous piggyback) for this patient together. The pump was programmed properly and the antibiotic started infusing. Preceptor noticed that the drip rate in the drip chamber seemed exceptionally fast. The ivpb infusion was programmed for 2 hours and the preceptor thought that the infusion would be done in 15 minutes at that drip rate. The preceptor paused the pump to assess the issue, and the infusion continued to drip at the same rapid rate, even with the pump paused. The preceptor roller clamped the infusion and removed the defective equipment. Internal (B)(4). Serial no: "(B)(6)"."

Manufacturer narrative:
Correction: describe event or problem , FDA notified? Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: report source, report source other, device eval by manufacturer? , imdrf annex a,g,b,c,d codes, related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of vancomycin was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The facility provided an event date of 8 april 2025, and the time of the event was reported to be between 3:01 pm and 4:00 pm. On 8 april 2025 at 3:05 pm, the pcu event log showed that the pcu and the suspect pump module were powered on, and the pump module was assigned channel a. The user selected ¿no¿ to new patient, the profile in use was identified as ¿adult¿. Between 3:05 pm and 3:08 pm, a guardrails IV fluid was programmed with drugid = 3 (IV fluids, rate = 10 ml, volume to be infused (vtbi) = 100 ml, 10 hours infusion), and a secondary infusion was programmed with drugid = 596 (vancomycin, g dosing, 1 gram / 100 ml, rate = 50 ml, vtbi = 100 ml, 2 hours infusion), the infusion was started and paused immediately. Primary volume infused (pvi) = 41.852 ml; secondary volume infused (svi) = 556.433 ml. At 3:13 pm, the user pressed the silence button and restarted the infusion. At 3:16 pm, the user paused the infusion. At 3:18 pm, the user shut down the system. Pvi = 41.852 ml; svi = 558.525 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of vancomycin was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.